Event description:
The customer received a questionable low vancomycin result for one patient sample. The initial result was 2.5 ug/ml. It was noted several of the other assays tested at the same time had error messages indicating a clot in the sample. However, this result was reported to the doctor. The doctor did not believe the result and asked for a second blood draw for the patient. The vancomycin result for this sample was 9 ug/ml. The original sample was then repeated and the result was 9.4 ug/ml. The patient was not adversely affected as the doctor did not trust the result. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not determined. Based on the analyzer alarms, sample indices, and sample reaction kinetics either micro-clots, fibrin strands, or debris was likely present in the sample. As the calibration was acceptable and the qc was near the target value, a general issue with the system could be excluded.